Event description:
It was reported that a spectrum pump displayed and unk sys error. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported unk sys error which was confirmed through the history log as a sys error 322. This was caused by a failed upper link switch. The upper auxiliary was replaced to correct this condition. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.